Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: after a reload was connected to an I-drive, a nurse confirmed the opening and closing of jaws. A surgeon grasped tissue, and pressed a green button to fire. However, it did not fire at all after pressing a blue button. Another device was used to complete the case. No further incident. The last known patient status: good. Operating time not extended. There was no tissue loss or tissue damage. Nothing fell into the cavity. There was no bleeding over 500cc's. The patient gender, age, and weight are not provided. No reinforcement material was used.